Event description:
During a vitrectomy procedure on an animal, the vitrectomy function of this ophthalmic microsurgical system would not pulse. The procedure was cancelled and will be rescheduled. This unit is used on animals at a research facility.